Manufacturer narrative:
Hoveround corporation was unable to evaluate the power wheelchair; however no malfunction of the power wheelchair is suspected; end user was not exercising caution while operating power wheelchair on a ramp and leaning too far forward. Hoveround's owner's manual warns end users, "avoid ramps that are too steep, such as those that exceed 5 degrees," and, "do not lean excessively forward or sideways."

Event description:
Client's granddaughter reports while client was operating the power wheelchair down a ramp at her home she leaned forward to pick up an object from the ground and fell.